Manufacturer narrative:
PMA/510(k): exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the metal stiffening cannula was difficult to remove from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter during a pleural fluid drainage procedure on a 60-year-old male patient. Once the catheter was placed in the pleural space, the catheter would not "deploy" and had to be removed from the patient. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. On 31jan2023, cook medical received a complaint from a representative at the ifs miami facility, located in the city of miami, fl. Upon placement of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (rpn: ult8.5-38-25-p-5s-cldm-hc, lot number: 14911582) into the pleural space of the patient, the metal stiffening cannula could not be withdrawn. The entire device was then removed. No adverse effects to the patient have been reported. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are currently in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 1491582 and all related subassembly lots found one relevant nonconformance from a catheter shaft subassembly lot for an ¿inadequate tip,¿ in which the device was scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ evidence gathered from a review of the dmr, DHR and IFU suggests that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no returned product and the results of our investigation, it was concluded that a component failure without a manufacturing or design deficiency contributed to the reported event. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.